Event description:
Surgeon reported difficulty during deployment of a suture anchor. When the anchor did deploy, the surgeon pulled on the sutures to test the strength and this action caused the anchor to pull out of the bone. One of the four prongs of the anchor is believed to be embedded in the bone. No other info is available. No pt injury was reported to have occurred as a result.